Event description:
It was reported that autopulse battery s/n (B)(4) does not hold a charge and will not complete charge cycle in an autopulse battery charger. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not received the device. A supplemental report will be submitted when the device is received and evaluated.